Event description:
This report is made based on the results of investigation completed on (B)(4) 2011.

Manufacturer narrative:
(B)(6). There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2011: the pump was returned for investigation and evaluation revealed an issue with the load step that had not been reported by the user. During investigation, an ezprime operation was performed and the pump did not recognize the cartridge during the load step. The fluid in the cartridge was pushed out. There were no related alarms in the pump history. The black box showed several zero force loss of prime and no cartridge detected warnings that were not reported by the user. The force sensor pins and oled display were intact and no damage was noted to the force sensor plate or shim. The force sensor resistance was within specifications. Contamination was found below the lead screw ball seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.